Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a microsensor (ID 826653) was leaking "csf" moderately from the catheter. The issue was detected after implantation site closure. The physician retrieve the device on (B)(6) 2022.

Manufacturer narrative:
The microsensor (ID 826653) was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause of the reported issue could not be determined. However, a probable root cause for the reported complaint is drainage lumen is punctured, cfs drains through stylet lumen, csf drains through sensor lumen, or csf drains through luer and cap connections. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a